Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date, about three months prior to (B)(6) 2023. Fiducials markers were placed prior the hydrogel injection. The procedure was performed with local anesthesia. The patient had no issues for three months after the procedure, while he was receiving cyberknife, then at the third month the patient started experiencing swelling in his perineum. The swelling progressed, the patient visited the emergency room and ended up going to the operating room (or) where an abscess in the perineum was discovered. The abscess was removed in the or and was reported as resolved after the removal process. It was reported the patient's physician was unsure if the spaceoar placement or hydrogel contributed to the abscess. The patient was reportedly healthy and doing well.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess.